Event description:
Customer reported issues with the insulin pump. Customer states that the top of the screen is cracked. Customer also states that the insulin pump is alarming no delivery. There is a no delivery alarm. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The low reservoir alarm functioned properly and no anomaly was noted. The insulin pump passed the self test. The insulin pump also passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No excessive no delivery alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.